Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had insulin flow block alarm. The issue was resolved after reservoir changed. The customer also reported that they experienced high blood glucose. The blood glucose was 460 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.